Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the manufacturer's service technician was not able to complete the pre-evaluation and evaluation of the trilogy 100 due to the device's display. The manufacturer's service technician recommended recommends replacing the device¿s lcd display to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.